Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 402 mg/dl. The patient attempted to treat with the insulin pump but received a no delivery alarm. The patient treated via manual insulin injection during the phone call. Troubleshooting occurred and the patient was unable to prime; the patient was advised that there may have been an occlusion in the infusion set. The insulin pump was not returned for analysis.